Event description:
It was reported that the guidewire fractured and the burr detached. The 99% stenosed target lesion was located at the severely calcified circumflex artery. A rotawire and wireclip torquer and a rotalink plus were advanced from the left main artery into a severe 120 degree turn into the target lesion. The rotawire fractured right at the severe angle as it turned into the circumflex artery. The rota burr speed was set to 185,000 rpm. In attempts to retrieve the fractured rotawire the burr detached when the physician was pulling on the system to retrieve it back into the 6f guidecather. The physician was using a combination of snaring and balloon trapping technique. The rota burr and rotawire were removed successfully. The procedure was completed by rewiring the circumflex artery, ballooning with an angioplasty balloon and then stenting with a drug eluting stent. No patient complications were reported. Medwatch form received 24apr2019 further reported that the wire broke and burr separated from the shaft of the rotalink and sheared off the wire. The issue added time to the case, approximately 30 minutes.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The fiberoptic cable and the air hose had been cut. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The coil is stretched, unraveling and broken 135.7cm from the strain relief. The detached burr was received on 10cm of the distal end of the broken wire. The partial wire was removed. Microscopic examination of the detached burr revealed that the annulus was damaged/fish-mouthed. The broken coil is visible on the proximal end of the burr. There are numerous sheath kinks. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidewire fractured and the burr detached. The 99% stenosed target lesion was located at the severely calcified circumflex artery. A rotawire and wireclip torquer and a rotalink plus were advanced from the left main artery into a severe 120 degree turn into the target lesion. The rotawire fractured right at the severe angle as it turned into the circumflex artery. The rota burr speed was set to 185,000 rpm. In attempts to retrieve the fractured rotawire the burr detached when the physician was pulling on the system to retrieve it back into the 6f guidecather. The physician was using a combination of snaring and balloon trapping technique. The rota burr and rotawire were removed successfully. The procedure was completed by rewiring the circumflex artery, ballooning with an angioplasty balloon and then stenting with a drug eluting stent. No patient complications were reported.